Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the suture did not deploy. A second proglide was used to achieve hemostasis. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products and therapy dates: sheath: 6 fr; guide wire: 0.035; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - lot number changed from 20703j1 to 20507j1. Evaluation summary: the device was returned for evaluation. The reported suture did not deploy was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The most probable cause for the detected posterior needle to cuff miss that resulted in the inability to deploy the suture was determined to be related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.